Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the one touch test strips involved in this case have failied visual testing due to yellow discoloration of the testing membrane. If any additional information is available, the FDA will be notified in a following up report. At this time, we consider this matter closed.